Event description:
Allegedly the patient developed extensive pain and discomfort in both hips and it was determined that the patient had corrosion of both the connection between the modular neck and the femoral component; there was also evidence of metallosis with increase fluids within the hips; both acetabular components were loose (left).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.